Manufacturer narrative:
Event date: exact date unknown, event occurred in the last 3 months.

Event description:
It was reported that patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.